Event description:
It was reported there was an error 41541. There was unknown patient involvement.

Manufacturer narrative:
H3: one device was returned for repair. Service history shows the device was serviced in march-2024 with the same issue. The device was in good condition with no physical damage noted. Review of the event history log was not applicable. The primary problem was confirmed, as the device displayed error code 41541. The flex circuit needed to be replaced. The downstream occlusion (dso) seal and the display lens were also replaced.